Manufacturer narrative:
Date of death is unk. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, the initial reported issue of drain complication was resolved during the technical support call. Based off of the investigation of the event, the reported issue was unrelated to the device, but no additional info was available.

Event description:
The peritoneal dialysis (pd) pt's contact reported drain complications during pd treatment on the liberty cycler. During a follow-p attempt, the pd nurse reported that the pt had passed away over a year ago due to cardiac arrest secondary to cardiomyopathy ischemia. The nurse reported that the event was unrelated to the liberty cycler.